Event description:
The report stated that during an abdominal hysterectomy in the supine position, they had an es pencil cable placed over the abdomen, and the pencil cable wrapped around an alice clamp used to secure the drapes. When the first pencil was in use, the surgeon complained that she was not getting the amount of power that she was used to. They replaced the first pencil with another. Only the 2nd pencil was saved, and the cable on this pencil had evidence that the alice clamp was clamped onto the cable showing the jaw or teeth marks of the clamp, but no nick or cut into the cable. The biomed did a high pot test on this cable and it was within normal limits. The site conclusion was that this injury was due to the current flowing from the cable, through the metal clamp to the patient who received 3rd degree burn, the size of a quarter on left chest under breast on ribs and was noted when drapes were removed. The generator was set at cut 20 and coag 30.

Manufacturer narrative:
The site contacted our clinical hot-line about the occurrence, and they confirmed there was the possibility that an induced current occurred when they wrapped the pencil cord around the clamp. The site has requested an in-service for their staff by covidien. The generator manual states: warning - do not wrap the accessory cords or patient return electrode cords around metal objects. This may induce currents that could lead to shocks, fires, or injuries to the patient or surgical team.